Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 23:42:09. During night drain cycle six, the patient's ultrafiltration reading was 1253ml, indicating the home patient (hp) drained 953ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. An iipv was not confirmed in the device's event log. Review of the event log revealed the cycle six drain was completed on (B)(6) 2011 at 07:46 and the user's actual drain volume during cycle 6 was 2312 ml. The user had a partial fill in cycle six and the actual drain volume of 2312ml is 154% of largest prescribed fill volume (lpfv) of 1500 ml; therefore, this incident does not meet iipv criteria. The cause was undetermined. If any additional information is received, a follow-up will be sent.